Event description:
It was reported that the patient underwent an ablation procedure. Upon completion of the procedure, the patient's leadless pacemaker (lp) had unexpectedly gone into back-up mode. The device was restored. It was noted post-restoration that the device displayed inaccurate longevity estimates. No further intervention was performed. The patient was stable.